Manufacturer narrative:
The technician replaced the scale patient position mode board, which resolved the issue. The bed operates normally. (B) (4). This effort will continue until we are current.

Event description:
The account alleges that they can't hear the audible alarm from the patient position mode alarm, when engaged.